Event description:
It was reported that approximately 54 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available."

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported pain and discomfort cannot be determined from the information provided but may be the result of prothesis wear. However, prosthesis wear cannot be confirmed and the device involved in this case is not affected by the recall. Additionally, potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. At this time, it does not appear that the patient has been revised. B3: corrected. D4: corrected. D6a: corrected. D6b: device not explanted. H6: corrected health effect, component, and investigation clinical codes.